Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with no tip protector, in a tray along with other items, for the report of outer cylinder of cutter came off. At the time of the receipt, the probe needle was observed to be completely broken off and was returned in a separate bag. The returned sample was visually inspected and found to be non-conforming with the needle/stiffener assembly separated from the rest of the probe assembly. Disassembly activities and a wear evaluation were unable to be performed due to the cutter not being able to be extracted from the needle. The evaluation confirms the reported issue of outer cylinder of cutter came off. The root cause for the component detachment is the adhesive bond failure which caused the needle assembly to detach from the rest of the probe assembly. An internal investigation was completed and improvements to the adhesive bond have been identified. A photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the outer cylinder of the probe cutter came off from the root, slid, and hit the retina during a procedure. The product was replaced and procedure completed with no patient harm.